Event description:
A other health care professional reported that during an intraocular lens (iol) implant procedure, the lens does not come out of the carriage in the normal way, but popped out like a drain out and forward from the front haptic and which was happened for 4 lenses. In the case of one lens, the rear haptics also popped out on the same way. The lens cannot be placed safely on the patient. Additional information has been received and stated that, surgeon itself prefilled the lens and the front optic did not come out of the sled normally. Popping up early like a caduceus and could not be placed on the patient at all. One of the lenses also had the same problem with the lower optic.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).